Event description:
The customer reported that a damaged cable can make the brake powered on resulting in the rotation / angulation of the c-arc, which would not allow it to stop when it should.

Manufacturer narrative:
(B)(4). Method, result, conclusion: investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.